Event description:
An iab catheter alarm, iab rupture noted. Iabp turned off and physician was notified at 1120. Iab catheter was removed by the physician at 1205. Large clot was noted in iab catheter. C-clamp applied.